Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a heart attack. The patient did receive medical intervention and reported to have been hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging a CPAP device's sound abatement foam became degraded and caused a heart attack. The patient did receive medical intervention and reported to have been hospitalized. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of fibrous contamination on the iso port, dust like contamination on the blower outlet seal. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was evidence of fibrous contamination and dust like contamination on the device. The manufacturer confirmed no evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only.

Manufacturer narrative:
The manufacturer previously updated incorrect data in MDR report. Section(s) b1, b2 and h1 were slected to reflect product problem but the reported event is adverse event-serious injury. Following corrections were made to reflect adverse event. Section b1 selcted as serious and product problem and advesrse event. Section b2 selcted as hospitalization and other and serious medical events. Section h1 selected as serious injury and h6-health impact code has been updated in this report.

Manufacturer narrative:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a heart attack. The patient did receive medical intervention and reported to have been hospitalized. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the reported event of heart attack and subsequent hospitalization for one week after admitted non-use of their device and its reported severity was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case, and therefore is not a reportable injury. Based on the available information, the manufacture concludes no further action is necessary. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions have been updated.